Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged particles in air path in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam. Section b5 has been corrected and should be reported as: the manufacturer received information alleging burning/smoke/electrical odor (device has been giving off a stromg odor when it turned on and patient changed all its supplies, still giving off an odor) related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Correction was provided in section h6 (medical device problem code was corrected as per long text). The manufacturer previously reported the incorrect date of 02-apr-2022 in section b3.the correct date should be 31-mar-2022. Section h6 updated in this report.